Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by removing and reloading the same insulin cartridge and resumed insulin therapy.